Event description:
A power source alert was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Initially, while using a tandem charging cable and wall adaptor, the issue persisted until the customer switched to a third-party wall adaptor and charging cord, which successfully resolved the problem as the pump charged to 100%. As a courtesy, the adaptor and cord are being replaced.